Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "root brace broken on the insertion tube side" involving pentax model eg-2990i/serial (B)(4). The event was reported to have occurred during reprocessing. The device was returned to pentax. Pentax service inspectional findings included: insertion tube gauge/dig at stage 1, insertion tube bite marks, passed wet leak test, passed dry leak test, air/ water nozzle clogged, rubber trim collar nut separate from rubber, # 2 remote control, button cover cracked, bending rubber severe discoloration, residue on distal body, biopsy insulation ring deformed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, adjusting collar, bending rubber, insertion flex tube, angle wire, insulation ring assy, rubber trim collar, remote control button, air/water nozzle. The device was shipped back to the facility on 06/30/2021.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.